Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID, 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Ther relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient was going to get an MRI because something was bothering them and their device was not working. MRI guidelines were requested. It was explained that when the patient had the implant put in initially, they had to go back and put it in the right spot because it was sticking out. It was noted the patient has a ridge right above the waistline and a knot or ridge below the device, which have cause the patient to be uncomfortable and has been an issue with wearing pants. The patient was unsure if it was scar tissue. When they went back in to fix it, they hit a nerve root. Since then, the patient has had problems because it caused permanent nerve damage in their lower extremities. The patient reported they sometimes couldn't stand having their device on. The MRI technician who called had no further information to provide. No further complications were reported or anticipated.